Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt indicated feeling her "skin getting hot" due to the increased time, it takes to charge but she did not differentiate whether she felt that the heat emanates from the charging wand or the ipg. The pt also advised that she very rarely gets the "completed" signal on the charging unit (i.e. The top light turning green and beeping indicating charge is complete). She states having to charge every day to every other day for more than 1-2 hours (sometimes never receiving the charge complete signal).

Manufacturer narrative:
Evaluation: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.